Event description:
Patient reported that 2nd pump (sn (B)(4) maintenance 03/15/2019) was alarming over night for blocked tubing and has a broken seal inside the cap - offered to trouble shoot but was unable to since patient already switched to back up pump. Is the actual device is available to be returned for investigation? Yes. Did we replace the device? Yes. Did the patient have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by: patient/caregiver. Strength. 10mg/ml. Dose or amount: 50 ng/kg/min. Frequency: continuous. Route: sq. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.